Event description:
There was sharp stabbing pains in my pelvic. Joint pain, back pain, heavy menstrual cycle, loss of sexual desire, weight gain, bloating, hair loss, severe migraines, fatigue, severe pain in pelvic.